Event description:
It was reported that the patient's original implanted device was explanted and replaced. It was noted that the patient had a loss of stimulation and never had therapeutic effect. It was further noted that the patient was alive and there was no symptoms, injury, or adverse event. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3708340 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension product ID: 3986a lot# n347092, implanted: 2013 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information pertaining to this event was previously reported in manufacture report # 3007566237-2013-00527. All future information regarding this event will be sent in this report.

Manufacturer narrative:
Analysis of the implanted neurostimulator (serial # (B)(4)) found that the device was functionally okay with insignificant anomalies. It was also noted that the system had been used for less than one hour and the battery required charging when received in the analysis lab. This was the only charge session recorded in the trace report and adaptive stimulation features were not programmed.

Manufacturer narrative:
(B)(4).